Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. An addition was added to h.6: component code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. An additional assessment of the failure mode is not required at this time. The device was discarded and was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for frame damage was unable to be confirmed based on insufficient medical records or imagery. The available information suggests procedural factors (steep insertion angle, excessive device manipulation) likely contributed to the event as it was reported that the esheath+ angulation caused resistance when advancing the delivery system and valve into the esheath+. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. It is possible that bent strut caused or contributed to the iliac artery dissection requiring stenting. Per report, upon removal of the first esheath+, a split seam was noticed ''due to damaged valve at tip of sheath.'' A loss of integrity of the sheath (e.g., liner torn) could result in less protection of the access vessel from the valve frame damage, increasing the risk for a vascular injury. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Please reference manufacturer report number: 2015691 2024 00782.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure, there was difficulty passing the 29 mm sapien 3 ultra resilia through the 16f esheath+, which led to the valve stent strut bending over on itself. The resistance was noted at the partially expandable portion of the esheath+. The cause of the resistance was due to the angulation of the esheath+. The valve was pulled back into the esheath and the system was removed as a whole. There was no difficulty retrieving the device into the esheath+. Upon removal of the esheath+, the tip of the first esheath+ was noted to be split and there was a split seam at the tip due to the damaged valve. After removal, the patient had external iliac dissection which required stenting. After the iliac was stented, the tavr procedure was performed with a second esheath+ and a new valve was deployed. No additional patient complications were reported. There was no tortuosity, with minimal calcium, the minimum luminal diameter measured was 6mm-7mm. The vessels were not pre-dilated prior to inserting the esheath+.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Not returned for evaluation.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure, there was difficulty passing the 29 mm sapien 3 ultra resilia through the 16f esheath+, which led to the valve stent strut bending over on itself. The resistance was noted at the partially expandable portion of the esheath+. The cause of the resistance was due to the angulation of the esheath+. The valve was pulled back into the esheath and the system was removed as a whole. There was no difficulty retrieving the device into the esheath. Upon removal of the esheath+, it was observed that the tip of the esheath+ was split. Upon removal of the system, the patient had external iliac dissection which required stenting. After the iliac was stented, the tavr procedure was performed and a new valve was deployed. The esheath+ was noted to be damaged at the tip upon removal. No additional patient complications were reported. There was no tortuosity, with minimal calcium, the minimum luminal diameter measured was 6mm-7mm. The vessels were not pre-dilated prior to inserting the esheath+.

Manufacturer narrative:
Updated b.4, g.3, and h.2. Please reference manufacturer report number: 2015691 2024 00782.